Manufacturer narrative:
(B)(4): manufacturing date is may 2015. As the device was not returned, a device analysis could not be completed. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain alarm occurred during drain five of peritoneal dialysis on the homechoice. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The technical services representative assisted the patient with ending therapy. There was no patient injury or medical intervention reported. No additional information is available.